Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient's implantable neurostimulator (ins) had not worked in a year and stimulation had stopped. It was noted that this was considered a sudden change in therapy/symptoms. It was unknown when the ins was last charged, however the patient had charged every time the battery got down to 50%. Overdischarge was suspected. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information is received, the file will be updated. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the consumer reported that the steps taken to resolve the issue were all the steps that the patient had been provided via contacts with manufacturer representatives.